Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side waves, folds and rotation. And capsular contracture, baker grade IV. Breasts are very hard, deformed and painful to touch. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., d1, d2a, d2b, g4.

Event description:
Healthcare professional reported, left side waves, folds and rotation. And capsular contracture, (baker grade IV. Breasts are very hard, deformed and painful to touch). Device has been explanted.